Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly, normal device function.

Event description:
It was reported that the pt's pump was explanted due to fluid build up or due to a pt complaint that his pump was "sticking out." The pump was explanted in 2003 and had been in the pt's possession since then. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.